Manufacturer narrative:
Examination of similar events indicates an obstruction was under the table and the table was lowered onto it. When the table was lowered, the obstruction was pinched between the base of the table and the floor. It was noted in the by service personnel that back was slightly elevated on the wall. This could have been the obstruction. This process is described in the products user's guide. Failure to correctly look for obstructions under the table can result in the type of damage seen with this table. Service personnel reviewed the product for functionality. Confirmed all functions performed as intended.

Event description:
A pt was on the table when the table fell several inches. No injuries were reported.